Event description:
Customer called that their meter was reporting high results. Customer was found in a coma, paramedics were called, and they were hospitalized. They do not have any info about what their blood glucose readings were in the ambulance or at the hosp. An evaluation of the meter was conducted over the phone and found that the meter was functioning within specs.